Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the near infrared (nir) handheld camera for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined.

Event description:
It was reported that the customer observed burn marks on the cord of the near infrared (nir) camera cable. The customer reported event has no report of patient injury.